Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: distal end insulation inspection failed; suction connector with leak; electrical connector was corroded; connecting tube was buckled; objective lens adhesive was worn; light guide lens dirty inside; plastic distal end had scratched, dents, cracks or snags; grip has discoloration; switch box has discoloration; suction cylinder has no color: right/left knob has discoloration; upwards/downwards knob has discoloration; and forceps elevator arm was corroded. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported evis exera ii duodenovideoscope was leaking. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that there was foreign material inside the light guide lens and at the distal end. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to the following: 1) influence of moisture that entered the device from the leak point, the internal parts of the light guide lens corroded, and the corrosion products were detected as dirt. 2) physical stress applied to the tip, a small gap was created in the peripheral adhesive part of the light guide lens, and dirt and moisture entered the inside of the lg lens through that gap. 3) reprocessing of the device was not completed before it was sent to olympus due to reported leaks; therefore, a brown residue remained on the tip. No physical damage to the tip was reported. Olympus will continue to monitor field performance for this device.